Manufacturer narrative:
The field service engineer (fse) replaced the wash valve home sensor and the precision valve home sensor due to wash buffer buildup around the valves. The engineer stated the amount of buildup indicated air was getting into the system and would cause inadequate pipetting. The fse also replaced the main pipettor tip to address the phase lock loop errors. The fse primed several times and completed system check. The fse performed qc and recovery was within expected ranges. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. This medwatch report is related to MDR 2122870-2013-00462.

Event description:
The customer reported ovr (over range) (>1,000 ug/dl) flags for dhea (dehydroepiandrosterone) results, for multiple patients, involving the access 2 immunoassay system used in conjunction with access accutni assay and calibrator. The customer stated all patient samples produced initial relative light unit (rlu) values of ~6,700 ug/dl. The customer-supplied data indicated ten patients had ovr flags for dhea. The customer stated the patient samples were analyzed again during the week and produced reportable results (data not supplied). None of the ovr flagged results were released out of the laboratory. There was no patient impact associated with this event. Quality control (qc) was within specification prior to the event. Qc had +3 standard deviation (sd) recovery for levels 1 and 3 for the next four days. Quality control recovered within range on just one attempt on (B)(6) 2013 (level 3). System check, performed on (B)(4) 2013, failed the unwashed mean portion. The customer also indicated wash valve motion errors and grinding noise in the reagent carousel. The customer attempted to perform another system check but received wash valve motion errors and ultrasonic errors. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument. This is report two of two referencing the event date noted.